Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient has a painful left total hip replacement, all component positioning appears correct radiographically. Patient brought to the or for exploration with possible component replacement. Upon removal of the femoral head, it was noted that the trunion and inner surface of the head were covered by gray sludge. It was decided to replace the head and liner to a universal biolox head with mdm liner and head. The hip was stable and the patient was irrigated with 3 liters of irrigation and closed.